Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on an unknown date. During the procedure, it was noted that the balloon ruptured while being inflated. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.